Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported a crack in the reservoir compartment of her insulin pump. She also stated the top ream plastic was breaking off. Customer could not recall how the damage had occurred. The customer's blood glucose was 161 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.